Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a recurring insulin flow blocked alarm. Customer stated they changed out the set 3 times and used a plunger to push insulin through the reservoir and reconnected but the alarm continues. The customer's blood glucose at the time of the incident was 420 mg/dl and has been treating. Customer performed troubleshooting for high blood glucose readings. The insulin pump will not be returned for analysis.